Event description:
A pt was receiving an infusion of butylscopolamine. The pt began to complain of increased pain. The device was checked and found not running. The pt continued drug therapy via injection until pump could be replaced.

Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The alleged failure was not detected and the product was within specification for fluid delivery.